Manufacturer narrative:
Additional devices included on this report are as follows: item #pxc121400j/lot #14686520/ UDI #04993024006874. Review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016 the patient presented with an abdominal aortic aneurysm and a left common iliac artery aneurysm that was treated with gore® excluder® aaa endoprostheses. During the procedure, an endoleak of unknown type was noted, and n-butyl-2-cyanoacrylate (nbca) was reportedly injected into the aneurysm to repair the endoleak. The patient tolerated the procedure. During the follow-up on an unknown date, it was identified that the aneurysm had enlarged from 45 mm to 65 mm in diameter. Contrast-enhanced computed tomography identified contrast outside of the proximal portion of the device overlap in the patient's left leg. The physician reportedly suspected either a type ii or type iii endoleak. Pre-operative aortography was not performed. Therefore, the endoleak type was not confirmed. No patient tortuosity or calcification was noted. On (B)(6) 2019 a re-intervention was performed to repair the endoleak. Intra-operative aortography identified a type ii endoleak originating from the patient's middle sacral artery. Embolization was attempted to repair the endoleak. However, the catheter reportedly could not be advanced to the target artery. Due to the prolonged procedure time, the decision was made to abandon the embolization and monitor the type ii endoleak. Reportedly, as contrast was seen outside of the proximal device overlap in the left leg, the physician still suspected that the overlap may have been involved with the endoleak. The physician did not report a suspected cause for the possible type iii endoleak. As the possibility of a type iii endoleak remained, the patient's left leg was reportedly relined with an additional contralateral leg component. The patient tolerated the re-intervention.